Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray was performed but the lead was not visible on the x-ray. It was determined that the lead had dislodged. The lead was turned off. Patient was stable and will continue to be monitored.